Manufacturer narrative:
Method: visual exam, device history review, complaint history review, material analysis functional testing. Results: visual exam confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Material analysis shows the material to be in accordance to the values in the material specification. Functional testing confirms the reported event. Conclusion: appears to be user related.

Event description:
It was reported that, "drill gets stuck in bushing."